Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was in his normal state of health until he noticed one day prior to admission, chest discomfort and chest burn while eating. The pt also noticed some power spikes up to 12 - 14. He was concerned about his urine changing color. Pt presented with power of 10 - 11 and pi 2.5 - 3.5. Of note he had stopped his coumadin for 2 days prior to his right heart catheterization (rhc) when his pump speed was increased to 9600 from 9400. The pt was admitted to hospital with evidence of hemolysis, dark urine, ldh 139, inr 2.2 (goal 3-3.5), low hg and elevated pump power to 14 watts. On warfarin, asa 325mg daily and plavix 75mg daily at home. Gentle hydration with IV infused with nabicarb, added heparin IV and then a day later integrilin IV, persantine 75mg tid. Shortness of breath and aphasia. Heat CT did not show any hemorrhage per report however, there is an area of hyperdensity in the posterior fossa on the right. Dobutamine was started. The pt re-experienced aphasia again and a head CT showed a spontaneous subarachnoid hemorrhage in his left sylvian fissure and left temporal lobe and frontal lobe. This pt is a tough re-operative candidate due to renal compromise and stroke complications. The pump was previously replaced (reference MFR #2916596-2013-00777) for a similar issue. Anti-coagulation medication discontinued due to brain bleed.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.